Event description:
A dcs plate implanted in 2002, broke three months later and was explanted in 2002. Surgeon reported that patient had made only one follow-up visit and has a history of non-compliance.